Event description:
It was reported that the user of the device was unable to adjust the settings, and the device was continuously at max output when connected to air/oxygen. Per reporter, the event occurred during self-testing. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H3: one device was received for evaluation. No service history view was performed. The customers' issue was confirmed as the device was found to have a continuous flow turn on, however, device repair could not be performed as some parts of the device were not returned.